Manufacturer narrative:
Patient's weight and age were not provided. Approximate age of device - 1 days. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
During the implant procedure of a left ventricular assist device (lvad), the pump was prepped without any issues. Once implanted, support was initiated and immediately, the estimated flow rates displayed were in excess of 12 lpm and pump power was elevated. This reportedly lasted for at least 2 minutes, and thereafter the pump parameters (flows, wattage and pi) resumed to normal. While the manufacturer¿s representative was consulting via telephone with the clinicians and the manufacturer¿s engineering, the pump flows spiked up again to 12 -17 lpm and remained at around 10-11 lpm. An ingestion into the pump was suspected. The surgeon decided to place the patient on bypass and exchange the pump. Once pump was turned off and the outflow graft (ofg) was removed from the pump, a 10 inch clot was removed from the ofg and pump housing. The surgeon back bled the ofg which flushed all the clot out. It was noted, while in the operating room (or), the extracorporeal membrane oxygenation (ECMO) circuit that had been supporting the patient prior to the implant procedure had clotted. The perfusionist reported visual clot on perfusion circuit, and also strongly suspected that this happened because the bivalirudin was halted approximately 3 hours prior to presenting the patient to the or. It was discussed that patient was hypercoagulable. No additional information was provided.

Event description:
Additional information on 15feb2019: it was reported that the patient expired on (B)(6) 2018 due to sarcoidosis and cardiac problems. The patient had a dilated cardiomyopathy with "restrictive" features that was complicated by acute decompensated heart failure requiring left ventricular assist device surgery. The patient also had pulmonary emboli, heparin induced thrombocytopenia, and disseminated intravascular coagulation.

Manufacturer narrative:
D11: the patient had a pump exchange and the serial number was not provided.

Manufacturer narrative:
This medwatch is reporting against the lvad. The event was also reported against the centrimag blood pump in MFR. Report # 2916596-2019-00958 manufacturer's investigation conclusion: the report of a clot within the outflow graft and pump housing of the device could not be confirmed through this evaluation. The device was not available for evaluation. The hm3 lvas instructions for use lists pump thrombosis as an adverse event that may be associated with the use of the heartmate 3 lvas. Information regarding the recommended anticoagulation therapy and inr range can also be found within this document. No further information was provided. The manufacturer is closing the file on this event.